Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A leak was noted within the sheath handle. The sheath handle was opened, and the pull wire window was noted to be torn, consistent with the reported fluid leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information received, the cause of the torn pull wire window remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, a blood leak between the handle and the valve was noted. The device was replaced and the procedure was completed successfully.